Event description:
It was reported that a spectrum pump would turn off by itself during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported pump turned off by itself was not reproduced. A review of the event history log (ehl) revealed improper shutdown messages. "Improper shutdown!" Events can be the result of the user removing all power from the pump without first powering off the pump using the off key or "improper shutdown!" Events can be the result of the pump powering off without user input due to a device malfunction, however the ehl alone cannot determine the cause of the "improper shutdown!" Events and therefore cannot confirm the device powered off without user input. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be corroded and contaminated battery contact pins on the rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.